Manufacturer narrative:
Device manufacture date: monitor - 12/2008. Electrode belt - 05/2008. Device evaluation: the monitor was fully functional. The electrode belt was not returned. Conclusions: the device was functioning properly and did not detect any treatable arrhythmia during the period the vest was being worn. The periods of dominant noise may have been due to repetitive motion while the patient was brushing his teeth. This dominant noise masked any underlying arrhythmia. Arrhythmia detection will not occur when both channels are determined to be unusable. When the cardiac signal is visible, no treatable arrhythmia is present.

Event description:
The doctor of a female patient contacted lifecor customer support to report that the patient had died. The husband told the coronet that they were having breakfast and the patient went upstairs to use the rest room. The patient yelled out to her husband. The husband called 911 and when the emts arrived they removed the lifevest from the patient. Support contacted the husband directly who stated that the patient was brushing her teeth around 8am when his wife yelled for him. She had told him she didn't feel well and wanted to lay down. He called 911 and the paramedics performed CPR on the patient. He stated that the device did not alarm and it was not removed.